Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the catheter had a hole. The physician selected a spiroflex catheter for use in a thrombectomy procedure. However, it was noted that the shaft appeared to have a hole and leaked. The catheter was successfully removed and the procedure was completed with a different device. No complications were reported.